Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a5, b5, d6a, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.